Event description:
A report was received through the FDA medwatch medical products reporting program stating that a father reported that his daughter experienced a serious eye infection after using renu with moistureloc multi-purpose solution from 2/1/06 until 2/17/06. The pt's eye dr reported that the pt presented to his office with the symptoms of eye redness, eye pain and photophobia. He noted that the symptoms started one week prior to her visit. The pt was diagnosed with bacterial keratitis in her right eye. She was treated with zymar every two hours and cyclogyl 2% three times a day for three days. The pt recovered. The eye dr did not relate this event to any specific product.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.